Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). No patient involvement. An evaluation is in process.

Event description:
The field service engineer found evidence of fire and a burning smell from the laser controller board of the cell-dyn sapphire analyzer. No injuries were reported. The instrument installation process began on (B)(6) 2015 and there was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included an evaluation of the returned part, review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Analysis of the returned laser control board found that one of the capacitor c33 on the control board showed a burnt capacitor. There was no signs of broken wires or liquid marks on the returned part. Based on the return, limited customer information, and product part history, the exact cause of the capacitor to fail was undetermined. The cd sapphire laser control board (list numbers 8340570902 and 9138005) malfunction was specific only to the customer's instrument, sn42441az. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.